Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that after an unknown amount of time in situ the tracheostomy developed a tear in the flange requiring emergent replacement. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.